Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07424. 2017865-2020-06814. It was reported that the asymptomatic patient presented for an in-clinic follow up. Upon interrogation, it was observed that the patient's pacemaker was oversensing noise on the atrial and ventricular leads. Dizziness episodes were noted but could not be correlated to the noise. The noise was not reproducible with isometrics. Programming changes were made. The patient was stable.